Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not recognize a closed door. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing,'does not recognize closed door' was not reproduced. A review of the history log revealed 'shut door - power off ' messages. A "shut door - power off" can occur as part of expected pump function if the user attempts to power off the pump prior to closing the door. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.